Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump exhibited a high-pressure alarm and the patient went to hospital as a precautionary measure and was in hospital for one day. The reporter also indicated that no visual kinks or blockages were noted. No patient consequences were reported. No adverse effects were reported.